Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank, discrepancy resolution on the medbank tower cabinet completed even when the skip item option was selected on the witness screen and incorrectly recorded witness names for staff not present. However, there were no delays or adverse events or injuries reported based on this event.